Event description:
The customer reported that the 9600 system had an intermittent collimator iris potentiometer error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and calibrated and the beam was aligned during the service call. The system was tested and found to be working as intended and put back into service.